Manufacturer narrative:
The device was returned to zoll medical canada for evaluation and the device performed to specification. The device passed all testing without duplicating the report. When switching from pediatric pads to adult pads, the device will need to be manually switched back to adult mode from pediatric mode. Applying adult electrodes will not convert to adult mode. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device recognized the attached adult electrodes as pediactric electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.